Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of failure to be a diode, designator cr30, the diode failure affected the defibrillation therapy delivery.

Event description:
It was reported that the device logged an event code that indicated a critical failure in the memory. There was no pt use associated with the event.